Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented for routine follow up. Upon interrogation the atrial lead exhibited intermittent noise. The physician would be referring the patient to a specialist for lead analysis.